Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that it was not known when the infection was first observed and not known if the infection had resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: unknown. Implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their implantable neurostimulator (ins) and lead components removed because the system got infected. The ins was removed on (B)(6) 2011 and the lead removed on (B)(6) 2011. There were no further complications reported or anticipated.